Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) lcd screen is not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) lcd screen is not working. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and was unable to replicate the reported issue. As a precaution, the display and video receiver cable were replaced. The unit then passed all performance and safety tests according to factory specifications. The unit was then returned to the customer.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6,h10,h11 corrected fields: h6(type of investigation). It was reported that cs300 intra-aortic balloon pump (iabp) with lcd screen is not working. Getinge field service engineer (fse) found customer reported lcd screen is not working. Unable to replicate reported issue at this time. Reported issue has been extremely intermittent for several months. Display and video receiver cable were replaced as a precaution due to the intermittency. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. No patient involvement. The failure analysis and testing dept. Received the following parts associated with this complaint. Dc/ac inverter cable. Display mounting plate serial number na. Display these parts were received with the reported unit failure of the lcd screen is not working, intermittent issues. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition except for display which has heavy damage on the lcd screen. The failure analysis and testing dept. Installed the parts into the cs300 test fixture and tested the cable to factory specifications per the cs300 service manual. The fat could not verify the failure of the lcd screen not working with intermittent issues. Aside from the heavy damage to the lcd screen, it functioned to factory specifications. The parts passed testing. Retaining the parts in the fat " .the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a